Event description:
A pharmacy mgr reported "something" popped off of the syringe during use. It was reported a pt was injured; type of injury, treatment and outcome were not provided. Add'l info was requested; facility stated they will not be providing add'l info.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info requested on 06/16/2009, and 06/22/2009 by phone, fax and mail. The facility stated they will not be providing add'l info regarding the event.